Event description:
The patient contacted animas on (B)(6) 2012, stating all of the keypad buttons require a press above where the button symbol is in order to elicit a response. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and cleaned it with a dry cloth. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were unresponsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.